Manufacturer narrative:
Literature attachment: article title "feasibility of intentional bioprosthetic valve fracture in the tricuspid position." B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", on an unknown date, echocardiogram noted tricuspid stenosis in an 18-year-old patient with tricuspid valve dysplasia, tricuspid stenosis, tricuspid regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", was reviewed. The article presented a case study of a 18-year-old patient with tricuspid valve dysplasia, tricuspid stenosis, tricuspid regurgitation. It was reported on an unknown date, echocardiogram noted tricuspid stenosis. A decision was made to perform a transcatheter valve-in-valve procedure. A 24 mm atlas balloon was used to perform valve fracture of the 27mm epic valve prior to implanting a 22mm melody valve in a valve in valve procedure. Transthoracic echocardiogram (tte) showed tricuspid stenosis decreased form 9mm inflow gradient pre (mmhg) to 4.5mm inflow gradient (mmhg) post procedure. Tricuspid regurgitation remained trival from pre and post procedure. The article concluded that failing bpvs in the tricuspid position can be replaced with intentional fracture of the in situ bioprosthetic valve (bpv) ring which may allow for placement of a larger transcatheter valve and therefore limiting patient prosthesis mismatch. A larger number of patients may therefore be able to be treated percutaneously thus avoiding the increased risk of morbidity and mortality with surgical valve replacement. [The primary and corresponding author was (B)(6).